Event description:
It was reported by the patient that he has difficulty using his legs after gel one injection on his left knee. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the patient had no issue post gel one injection.

Event description:
Upon receipt of additional information, it was determined that the patient had no issue post gel one injection.